Event description:
A malfunction alarm was reported with a code identified as malf 16. There was no adverse impact to the customer¿s blood glucose level. The customer did not disclose a backup method of insulin therapy.